Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: reported thrombus in proximal study device at 1, 6-month, and 2-year follow-up visits. On (B)(6) 2022, the patient was emergently treated for an aorta fistula with placement of the above zta device. The 1-month follow-up imaging revealed a thrombus in the study device. The patient was taking antiplatelet medication (other than aspirin). The 6-month follow-up imaging, on (B)(6) 2022, showed the thrombus again. The patient was still taking antiplatelet medication. The infection was treated with antibiotics and is noted as related to the study device and procedure, with description ¿stent was infected.¿ the 12-month follow-up imaging did not show a thrombus. The 2-year follow-up visit imaging again showed a thrombus. The patient was taking antiplatelet medication at the 12-month and 2-year visits.

Manufacturer narrative:
Manufacturer ref# (B)(4). Event is not reportable after investigation as it is assessed that the event is not due to device deficiency. H6) c22 appropriate term/code not available for side effect. D17 appropriate term/code not available for side effect. Summary of investigational findings: an 84-year-old male patient underwent emergent tevar on (B)(6) 2022 for his aorta fistula resulting in hematemesis as well as chest-and back-pain. A zta-p-34-161 was implanted with proximal seal in zone 4 and distal seal in zone 5. Thrombus formation in the distal neck was reported on pre-procedure imaging. On 1-month follow-up CT on (B)(6) 2022 thrombus in the stentgraft was noted. Thrombus was also noted on follow-up cts done on (B)(6) 2022, (B)(6) 2023 and (B)(6) 2024. No treatment of the thrombus was reported. The patient was reportedly on anti-platelets pre-procedure and continued to be after the procedure. Furthermore, a listeria infection of the zta-p-34-161 was noted on (B)(6) 2022. This will be handled in the related complaint ((B)(4), FDA ref# 3002808486-2024-00173). Per the instructions for use the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with aortobronchial or aortoesophageal fistulas. It is noted that this device is used in a patient with fistula which is outside of the intended use, however nothing indicates that the thrombus formation is related to the out of intended use of the device or fault condition of the device and the event is therefore assessed to be a side-effect related to patient medical condition. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.